Event description:
It was reported that the md inserted the iab via the right femoral artery in the ICU. After connecting the iab to the pump, the monitor showed the message "10 minutes for battery operation," although the pump was connected to the power line. As a result, the iab was removed "for safety reasons." The pump was not replaced because there were no other pumps in the facility. The clinician called a third party contract service org. & reported the incident. There were no reported patient complications.

Manufacturer narrative:
Findings: field service checked the pump and found the power supply was the source of the difficulties. The power supply was exchanged and the pump was returned to service. A follow-up report will be filed if more information becomes available.